Manufacturer narrative:
Patient was prescribed antibiotics to treat the affected area and had a incision/drainage procedure on the affected nodule. The device was evaluated and found to be operating as intended. Nodules are expected side effects from sculpsure laser treatments, but reportable in this incident since the patient had an intervention procedure.

Event description:
Patient had medical intervention for a nodule on the flanks area.